Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "since the date of the surgery the patient has had problems walking. His knee is stiff, he sometimes hears popping and grinding and does not have good range of motion. He also has significant swelling. He has had doctors check his knee via x-rays, cat scans, MRI's, and bone scans and they cannot find any reason for his problems with his implants. Infection studies were negative. He would like to know if there is something wrong with his implants that could be causing his problems."